Event description:
The device was used during a colectomy procedure. Reportedly, the instrument did not fire completely and staples did not form properly. The surgeon manually sutured to correct this condition. No pt injury reported.